Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the insulin pump was not detecting new batteries and had a blank screen. Display was currently blank at the time of call. Display was not blank for less than 30 seconds and did not return. Contacts on the battery cap were missing or damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.